Manufacturer narrative:
(B)(4). Explant date: not applicable; lens remains in the patient's eye at the time of submitting the MDR. (B)(6). All pertinent information available to the manufacturer has been submitted. Other text : placeholder

Event description:
It was reported by the physician that the patient was diagnosed with chronic endophthalmitis after a cataract surgery. On (B)(6), 2015 the patient presented low visual acuity and an important ocular inflammation. Visual acuity pre-operative: 20/50; visual acuity post-operative: 20/20. Patient was treated with vigadexa and vancomycin eye drops hour/hour and amphotericin b drops hour/hour were prescribed. On (B)(6), 2015 a vitrectomy was performed, washing the anterior ''camara'' and capsular bag with vancomycin 1 mg/0,1 ml. A bacteriological culture was collected whereby the results with negative. Patient is getting better. The cataract surgery was performed without complications with a duration of 05 minutes. No further information was provided.

Manufacturer narrative:
No visual inspection was performed as the lens remains implanted to date. Manufacturing records were reviewed and the lens was manufactured according to specification. Sterilization records were also reviewed and the lot was released since it met sterilization specifications. During the manufacturing record review for this serial number, no non-conformances or assignable causes were identified. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the intraocular lenses. All pertinent information available to abbott medical optics has been submitted.